Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby1571 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby1571) have been reported from the same facility. Device has not yet been returned for evaluation.

Event description:
It was reported by the facility that they had an accucath where the rn went to thread the catheter and the guidewire bend back into the device and the needle wouldn't fully retract, she stated it was out about 0.5 cm. There was no reported patient injury.